Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. There is no additional information on this complaint event at this time; a supplemental report will be submitted if we receive more information.

Event description:
Customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) produced a low constant noise before shutting down. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A company representative reported that no repairs were done for this reported event. Although on a later date this event reoccurred and was evaluated. At that time the unit was repaired and cleared for clinical use.

Event description:
Customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) produced a low constant noise before shutting down. There was no patient involvement and no adverse event was reported.